Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. During unpacking of the 4.0x12mm promus element stent delivery system (sds), it was noted that the distal and proximal stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. During unpacking of the 4.0x12mm promus element stent delivery system (sds), it was noted that the distal and proximal stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer a visual and microscopic examination of the device revealed stent damage. The struts in the first row at the distal end were misaligned. The struts in the first row at the proximal end were misaligned and raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is considered handling damage as the event occurred prior to patient contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
(B)(4).